Event description:
A malfunction alarm, identified as malf 9, was reported, but no notable events occurred prior. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided information to reset the pump, and the customer successfully reset it, with no recurrence of the malfunction. The customer was advised to continue using the pump and to call back if the issue reappeared.